Event description:
An endurant iis stent graft system was inserted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The access vessel was calcified. It was reported that during the index procedure, the hydrophilic coating on the delivery system wore off and the delivery system was unable to be positioned to the targeted area. The stent graft was removed from the patient and discarded by the user facility. Per the physician, the cause of the event was due to the patient anatomy of calcified access vessels. The physician elected to sew an 8 mm endo-conduit onto another manufacturers stent graft. The vessel was pre-dilated and another endurant iis stent graft bifurcate was delivered to the targeted area without incident. Then during the attempted delivery of the endurant ii stent graft limb the stent graft limb was unable to be deployed. The physician elected to perform the handle disassembly technique but was still unable to deploy the stent graft. The physician removed the delivery system and it was noted that the delivery system had been damaged. The endurant iliac limb delivery system went in through the conduit and the vessel loops had been inadvertently cinched around the delivery system to maintain hemostasis, resulting in the inability to deploy the stent graft. The physician replaced the device with another endurant ii stent graft limb and the device was implanted successfully. Per the physician, the cause of the event was due to the patient anatomy of a calcified access vessel and due to overtightening the vessel loops of the endo-conduit that was placed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.